Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with no telemetry. A longevity calculation was performed and found battery depletion was premature based on device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the patient experienced arrhythmia and the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.